Manufacturer narrative:
On may 29th 2019 has been reported that on (B)(6) 2019, the patient had permanent hardware implanted. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 march 2019: lot 170142: (B)(4) items manufactured and released on 26-apr-2017. Expiration date: 2022-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: stem: quadra-h 01.12.22sn cementless, ha coated std stem # 2, short neck (k082792), lot 168402: (B)(4) items manufactured and released on 12-apr-2017. Expiration date: 2022-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Screws: mpact 01.32.6540 cancellous bone screw, flat head ø 6,5 l 40 (k103721), lot 170651: (B)(4) items manufactured and released on 16-mar-2017. Expiration date: 2022-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot 170980: (B)(4) items manufactured and released on 21-jun-2017. Expiration date: 2022-06-07 . No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot 172268: (B)(4) items manufactured and released on 24-aug-2017. Expiration date: 2022-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 1 year and 3 months after the primary due to infection (the pathogen is unknown). The stem, the head, the liner and the cup have been revised and antibiotic spacer has been placed. The surgery was completed successfully.